Manufacturer narrative:
It was reported that the c6 monitor charging cord melted into the c6 monitor. The device was returned for investigation. A visual inspection was performed on the monitor and charging cable. It was noted that the charging cable had black marks. Allegation confirmed against the charging cable. Additional symptoms experienced on the monitor likely due to faulty charging cord. Monitor loading screen could not be verified due to damage of the device. Am&d philips is further investigating this known malfunction.

Event description:
It was reported that on 02 november 2023, that the patient noted that monitor was not working. The monitor kept shutting down from overheating and was stuck circling on the biotel screen. A replacement was ordered. The monitor was returned for investigation and the monitor charging cord was melted into the monitor charging port.